Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.

Event description:
The patient had a g3 nail implanted. The surgeon found that the lag screw had penetrated the pelvis two mos later. The patient will be revised as soon as the risk of infection is gone.